Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping even when not menstruating") and systemic lupus erythematosus ("lupus / lupus") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included smoker, acute vaginitis, abdominal pain, swollen lymph nodes, night sweats, constipation, urinary frequency, swollen lymph nodes, adhd, leiomyoma nos and ovarian cyst. Concomitant products included gabapentin from 2014 to 2016 for autoimmune disorder, methylcellulose (citrucel) for constipation as well as amitriptyline, antidiarrhoeal microorganisms (probiotics), hydroxychloroquine phosphate (plaquenil) from 2014 to 2016, sertraline (zoloft) since 2014 and tramadol from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 25 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding menorrhagia"). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue / fatigue") and paraesthesia ("tingling feeling throughout body"). In 2013, the patient experienced cystitis interstitial ("interstitial cystitis"). On (B)(6) 2013, the patient experienced dysgeusia ("metallic taste in mouth / metallic taste in mouth"), irritable bowel syndrome ("irritable bowel syndrome"), gastrooesophageal reflux disease ("acid reflux") and nausea ("nausea"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pruritus generalised ("skin rashes / rashes or skin conditions- itching all over"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem"). On (B)(6) 2015, the patient experienced alopecia ("hair loss / hair loss"). On (B)(6) 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), raynaud's phenomenon ("raynaud's symptoms worsened"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain even when not menstruating"), arthralgia ("severe joint pain"), abdominal distension ("abdominal distention"), vaginal discharge ("vaginal discharge"), erythema ("skin redness"), depression ("psychological or psychiatric problems-depression") and anxiety ("anxiety"). The patient was treated with surgery (laparotomy,supracervical hysterectomy bilateral salpingectomy, right oophorectomy.) And surgery (underwent partial hysterectomy, bilateral salpingectomy,left oophorectomy (one side removal of ovary). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, raynaud's phenomenon, dysmenorrhoea, back pain, dysgeusia, arthralgia, abdominal distension, vaginal discharge, dyspareunia, pruritus generalised, erythema, alopecia, fatigue, depression, anxiety, urinary tract disorder, bladder disorder, paraesthesia, irritable bowel syndrome, gastrooesophageal reflux disease and nausea outcome was unknown and the cystitis interstitial was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis interstitial, depression, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, gastrooesophageal reflux disease, irritable bowel syndrome, menorrhagia, nausea, paraesthesia, pelvic pain, pruritus generalised, raynaud's phenomenon, systemic lupus erythematosus, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: more specifically, despite treatment, her symptoms did not improve. Since her removal surgery, her symptoms have mostly resolved, though some remain. Patient underwent partial hysterectomy, bilateral salpingectomy,left oophorectomy, during which uterus, both fallopian tubes, left ovary all removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: the essure device was successfully occluded (B)(6) 2016, pathology report showed specimen: uterus and left tube, ovary and right tube. Essure explant. Uterus and left fallopian tube. The attached stump of fallopian tube measures 2 cm in length and 0.3 cm in diameter. A silver colored coil is identified within the stump of the fallopian tube. It separated into four pieces upon removal. The second attached stump of fallopian tube measures 0.8 cm in length and 0.3 cm in diameter. A coiled silver colored foreign body is identified in the stump of the fallopian tube. It measures 10.2 cm in length and <0.1 cm in diameter. Sectioning through the myometrium reveals additional coiled silver colored foreign body material measuring 6.5 cm in length and ranging from <0.1 to 0.1 cm in diameter. Right ovary and fallopian tube. Bilobed ovary. Sectioning of the fallopian tube reveals dark pink-tan epithelium with focal subserosal hemorrhage. The ovary is bisected to reveal a unilocular cyst filled with serous fluid. Final diagnosis: myometrium: leiomyoma, subserosal (0.7 cm). Fallopian tube stumps bilateral: foreign body giant cell reaction. Chronic inflammation, mild. Blunting of the plicae. Patchy epithelial erosion. Focal fibrosis. Foreign body, grossly consistent with essure. Fallopian tube, left (amputated portion): benign paratubal cysts. Ovary, right: serous cystadenoma, corpus luteum, focus of acellular debris with foreign body giant cell reaction. Fallopian tube, right: benign paratubal cysts. Foreign body granulomas. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic pain, bladder problem, interstitial cystitis, irritable bowel syndrome, dysuria, anxiety¿. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical record was received events added from pfs- depression, anxiety, urinary problem, bladder problem, itching all over, abnormal vaginal bleeding, tingling feeling throughout body, pain, irritable bowel syndrome, acid reflux. Reporter information was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping even when not menstruating"), ovarian germ cell teratoma benign ("dermoid cysts on ovaries") and systemic lupus erythematosus ("lupus / lupus") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included smoker, acute vaginitis, abdominal pain, swollen lymph nodes, night sweats, constipation, urinary frequency, swollen lymph nodes, adhd, leiomyoma nos, ovarian cyst, acid reflux (oesophageal) since 1994, hiatus hernia since 1994 and renal cyst nos. Concomitant products included gabapentin from 2014 to 2016 for autoimmune disorder, methylcellulose (citrucel) for constipation as well as amitriptyline, antidiarrhoeal microorganisms (probiotics), hydroxychloroquine phosphate (plaquenil) from 2014 to 2016, ranitidine, sertraline (zoloft) since 2014, simvastatin and tramadol from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 25 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding menorrhagia"). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue / fatigue") and paraesthesia ("tingling feeling throughout body"). In 2013, the patient experienced cystitis interstitial ("interstitial cystitis"). On (B)(6) 2013, the patient experienced dysgeusia ("metallic taste in mouth / metallic taste in mouth"), irritable bowel syndrome ("irritable bowel syndrome"), gastrooesophageal reflux disease ("acid reflux"), nausea ("nausea"), the first episode of constipation ("bouts of constipation"), diarrhoea ("diarrhea") and the second episode of constipation ("bouts of constipation"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pruritus generalised ("skin rashes / rashes or skin conditions- itching all over"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem"). On (B)(6) 2015, the patient experienced alopecia ("hair loss / hair loss"). On (B)(6) 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), ovarian germ cell teratoma benign (seriousness criterion medically significant), raynaud's phenomenon ("raynaud's symptoms worsened"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain even when not menstruating"), arthralgia ("severe joint pain"), abdominal distension ("abdominal distention"), vaginal discharge ("vaginal discharge"), erythema ("skin redness"), depression ("psychological or psychiatric problems-depression"), anxiety ("anxiety"), allergy to metals ("metal allergy/nickel allergy"), the first episode of lymphadenopathy ("swollen lymph node"), gluten sensitivity ("gluten sensitivity"), flank pain ("flank pain"), renal disorder ("kidney issue"), cyst ("cyst on ear lobe"), weight decreased ("weight loss"), inflammation ("chronic inflammation"), fibrosis ("focal fibrosis"), adnexa uteri cyst ("benign paratubal cysts"), ovarian adenoma ("serous cystadenoma"), ovarian cyst ("corpus luteum cyst/ovarian cyst chronic inflammation"), uterine leiomyoma ("sub serosal leiomyoma of uterus"), the second episode of lymphadenopathy ("swollen lymph nodes"), night sweats ("night sweats"), uterine cervical pain ("cervix pain"), bladder pain ("bladder pain") and ovulation pain ("painful ovulation"). The patient was treated with surgery (laparotomy,supracervical hysterectomy bilateral salpingectomy.), surgery (underwent partial hysterectomy, bilateral salpingectomy.) And surgery (right and left oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, ovarian germ cell teratoma benign, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, raynaud's phenomenon, dysmenorrhoea, back pain, dysgeusia, arthralgia, abdominal distension, vaginal discharge, dyspareunia, pruritus generalised, erythema, alopecia, fatigue, depression, anxiety, urinary tract disorder, bladder disorder, paraesthesia, irritable bowel syndrome, gastrooesophageal reflux disease, nausea, allergy to metals, gluten sensitivity, flank pain, renal disorder, cyst, diarrhoea, weight decreased, inflammation, adnexa uteri cyst, ovarian adenoma, ovarian cyst, uterine leiomyoma, the last episode of lymphadenopathy, night sweats, uterine cervical pain, bladder pain, the last episode of constipation and ovulation pain outcome was unknown and the cystitis interstitial was resolving. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, bladder pain, cyst, cystitis interstitial, depression, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, fibrosis, flank pain, gastrooesophageal reflux disease, gluten sensitivity, inflammation, irritable bowel syndrome, menorrhagia, nausea, night sweats, ovarian adenoma, ovarian cyst, ovarian germ cell teratoma benign, ovulation pain, paraesthesia, pelvic pain, pruritus generalised, raynaud's phenomenon, renal disorder, systemic lupus erythematosus, urinary tract disorder, uterine cervical pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of constipation, the first episode of lymphadenopathy, the second episode of constipation and the second episode of lymphadenopathy to be related to essure. The reporter commented: more specifically, despite treatment, her symptoms did not improve. Since her removal surgery, her symptoms have mostly resolved, though some remain. Patient underwent partial hysterectomy, bilateral salpingectomy,left oophorectomy, during which uterus, both fallopian tubes, left ovary all removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Ultrasound scan - on an unknown date: the essure device was successfully occluded (B)(6) 2016, pathology report showed specimen: uterus and left tube, ovary and right tube. Essure explant. Uterus and left fallopian tube. The attached stump of fallopian tube measures 2 cm in length and 0.3 cm in diameter. A silver colored coil is identified within the stump of the fallopian tube. It separated into four pieces upon removal. The second attached stump of fallopian tube measures 0.8 cm in length and 0.3 cm in diameter. A coiled silver colored foreign body is identified in the stump of the fallopian tube. It measures 10.2 cm in length and <0.1 cm in diameter. Sectioning through the myometrium reveals additional coiled silver colored foreign body material measuring 6.5 cm in length and ranging from <0.1 to 0.1 cm in diameter. Right ovary and fallopian tube. Bilobed ovary. Sectioning of the fallopian tube reveals dark pink-tan epithelium with focal subserosal hemorrhage. The ovary is bisected to reveal a unilocular cyst filled with serous fluid. Final diagnosis: myometrium: leiomyoma, subserosal (0.7 cm). Fallopian tube stumps bilateral: foreign body giant cell reaction. Chronic inflammation, mild. Blunting of the plicae. Patchy epithelial erosion. Focal fibrosis. Foreign body, grossly consistent with essure. Fallopian tube, left (amputated portion): benign paratubal cysts. Ovary, right: serous cystadenoma, corpus luteum, focus of acellular debris with foreign body giant cell reaction. Fallopian tube, right: benign paratubal cysts. Foreign body granulomas. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic pain, bladder problem, interstitial cystitis, irritable bowel syndrome, dysuria, anxiety¿.¿ concerning the injuries reported in this case, the following one/ones were described in patient¿s social media :metal allergy/nickel allergy, swollen lymph node, dermoid cyst, interstitial cystitis, gluten sensitivity, flank pain,kidney issues,cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: bouts of constipation, diarrhea , weight loss, chronic inflammation, focal fibrosis, benign paratubal cysts, serous cystadenoma, corpus luteum cyst, sub serosal leiomyoma of uterus, swollen lymph nodes, night sweats, cervix pain, bladder pain and painful ovulation. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping even when not menstruating"), ovarian germ cell teratoma benign ("dermoid cysts on ovaries") and systemic lupus erythematosus ("lupus / lupus") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included smoker, acute vaginitis, abdominal pain, swollen lymph nodes, night sweats, constipation, urinary frequency, swollen lymph nodes, adhd, leiomyoma nos, ovarian cyst, acid reflux (oesophageal) since 1994, hiatus hernia since 1994 and renal cyst nos. Concomitant products included gabapentin from 2014 to 2016 for autoimmune disorder, methylcellulose (citrucel) for constipation as well as amitriptyline, antidiarrhoeal microorganisms (probiotics), hydroxychloroquine phosphate (plaquenil) from 2014 to 2016, ranitidine, sertraline (zoloft) since 2014, simvastatin and tramadol from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 25 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding menorrhagia"). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue / fatigue") and paraesthesia ("tingling feeling throughout body"). In 2013, the patient experienced cystitis interstitial ("interstitial cystitis"). On (B)(6) 2013, the patient experienced dysgeusia ("metallic taste in mouth / metallic taste in mouth"), irritable bowel syndrome ("irritable bowel syndrome"), gastrooesophageal reflux disease ("acid reflux"), nausea ("nausea"), the first episode of constipation ("bouts of constipation"), diarrhoea ("diarrhea") and the second episode of constipation ("bouts of constipation"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pruritus generalised ("skin rashes / rashes or skin conditions- itching all over"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem"). On (B)(6) 2015, the patient experienced alopecia ("hair loss / hair loss"). On (B)(6) 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), ovarian germ cell teratoma benign (seriousness criterion medically significant), raynaud's phenomenon ("raynaud's symptoms worsened"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain even when not menstruating"), arthralgia ("severe joint pain"), abdominal distension ("abdominal distention"), vaginal discharge ("vaginal discharge"), erythema ("skin redness"), depression ("psychological or psychiatric problems-depression"), anxiety ("anxiety"), allergy to metals ("metal allergy/nickel allergy"), the first episode of lymphadenopathy ("swollen lymph node"), the first episode of gluten sensitivity ("gluten sensitivity"), flank pain ("flank pain"), the first episode of renal disorder ("kidney issue"), cyst ("cyst on ear lobe"), weight decreased ("weight loss"), inflammation ("chronic inflammation"), fibrosis ("focal fibrosis"), adnexa uteri cyst ("benign paratubal cysts"), ovarian adenoma ("serous cystadenoma"), ovarian cyst ("corpus luteum cyst/ovarian cyst chronic inflammation"), uterine leiomyoma ("sub serosal leiomyoma of uterus"), the second episode of lymphadenopathy ("swollen lymph nodes"), night sweats ("night sweats"), uterine cervical pain ("cervix pain"), bladder pain ("bladder pain"), ovulation pain ("painful ovulation"), the second episode of renal disorder ("kidney issue") and the second episode of gluten sensitivity ("gluten sensitivity"). The patient was treated with surgery (laparotomy,supracervical hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, ovarian germ cell teratoma benign, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, raynaud's phenomenon, dysmenorrhoea, back pain, dysgeusia, arthralgia, abdominal distension, vaginal discharge, dyspareunia, pruritus generalised, erythema, alopecia, fatigue, depression, anxiety, urinary tract disorder, bladder disorder, paraesthesia, irritable bowel syndrome, gastrooesophageal reflux disease, nausea, allergy to metals, flank pain, cyst, diarrhoea, weight decreased, inflammation, adnexa uteri cyst, ovarian adenoma, ovarian cyst, uterine leiomyoma, the last episode of lymphadenopathy, night sweats, uterine cervical pain, bladder pain, the last episode of constipation, ovulation pain, the last episode of renal disorder and the last episode of gluten sensitivity outcome was unknown and the cystitis interstitial was resolving. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, bladder pain, cyst, cystitis interstitial, depression, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, fibrosis, flank pain, gastrooesophageal reflux disease, inflammation, irritable bowel syndrome, menorrhagia, nausea, night sweats, ovarian adenoma, ovarian cyst, ovarian germ cell teratoma benign, ovulation pain, paraesthesia, pelvic pain, pruritus generalised, raynaud's phenomenon, systemic lupus erythematosus, urinary tract disorder, uterine cervical pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of constipation, the first episode of gluten sensitivity, the first episode of lymphadenopathy, the first episode of renal disorder, the second episode of constipation, the second episode of gluten sensitivity, the second episode of lymphadenopathy and the second episode of renal disorder to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Ultrasound scan - on an unknown date: the essure device was successfully occluded (B)(6) 2016, pathology report showed specimen: uterus and left tube, ovary and right tube. Essure explant. Uterus and left fallopian tube. The attached stump of fallopian tube measures 2 cm in length and 0.3 cm in diameter. A silver colored coil is identified within the stump of the fallopian tube. It separated into four pieces upon removal. The second attached stump of fallopian tube measures 0.8 cm in length and 0.3 cm in diameter. A coiled silver colored foreign body is identified in the stump of the fallopian tube. It measures 10.2 cm in length and <0.1 cm in diameter. Sectioning through the myometrium reveals additional coiled silver colored foreign body material measuring 6.5 cm in length and ranging from <0.1 to 0.1 cm in diameter. Right ovary and fallopian tube. Bilobed ovary. Sectioning of the fallopian tube reveals dark pink-tan epithelium with focal subserosal hemorrhage. The ovary is bisected to reveal a unilocular cyst filled with serous fluid. Final diagnosis: myometrium: leiomyoma, subserosal (0.7 cm). Fallopian tube stumps bilateral: foreign body giant cell reaction. Chronic inflammation, mild. Blunting of the plicae. Patchy epithelial erosion. Focal fibrosis. Foreign body, grossly consistent with essure. Fallopian tube, left (amputated portion): benign paratubal cysts. Ovary, right: serous cystadenoma, corpus luteum, focus of acellular debris with foreign body giant cell reaction. Fallopian tube, right: benign paratubal cysts. Foreign body granulomas. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:pelvic pain, bladder problem, interstitial cystitis, irritable bowel syndrome, dysuria, anxiety. The following ones were described in patient¿s social media :metal allergy/nickel allergy, swollen lymph node, dermoid cyst, interstitial cystitis, gluten sensitivity, flank pain,kidney issues,cyst. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media report : kidney issue and gluten sensitivity event was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping even when not menstruating/ right lower quadrant pain"), ovarian germ cell teratoma benign ("dermoid cysts on ovaries/ ovarian cyst") and systemic lupus erythematosus ("lupus / lupus") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pregnant. Concurrent conditions included smoker, acute vaginitis, abdominal pain, swollen lymph nodes, night sweats, constipation, urinary frequency, swollen lymph nodes, adhd, leiomyoma nos, ovarian cyst, acid reflux (oesophageal) since 1994, hiatus hernia since 1994, renal cyst nos, body mass index normal, gastrointestinal disorder and digestion impaired. Concomitant products included gabapentin from 2014 to 2016 for autoimmune disorder, methylcellulose (citrucel) for constipation as well as amitriptyline, ethinylestradiol;norethisterone acetate (loestrin), hydroxychloroquine phosphate (plaquenil) from 2014 to 2016, probiotics [umbrella term], ranitidine, sertraline hydrochloride (zoloft) since 2014, simvastatin and tramadol from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and ovulation pain ("painful ovulation"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding menorrhagia"), 1 month 25 days after insertion of essure. In (B)(6) 2013, the patient was found to have weight decreased ("weight loss/ weight loss 122 to 104 lbs"). On (B)(6) 2013, the patient experienced raynaud's phenomenon ("raynaud's symptoms worsened/ raynaud's symptoms"), fatigue ("chronic fatigue / fatigue") and paraesthesia ("tingling feeling throughout body"). In 2013, the patient experienced cystitis interstitial ("interstitial cystitis/ chronic interstitial cystitis"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth / metallic taste in mouth"), irritable bowel syndrome ("irritable bowel syndrome"), gastrooesophageal reflux disease ("acid reflux"), nausea ("nausea"), the first episode of constipation ("bouts of constipation"), diarrhoea ("diarrhea"), uterine cervical pain ("cervix pain/ shooting pain through cervix"), bladder pain ("bladder pain/ shooting pain through bladder"), the second episode of constipation ("bouts of constipation"), abdominal pain ("abdominal pain") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pruritus generalised ("skin rashes / rashes or skin conditions- itching all over/ pruritus "), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), pollakiuria ("frequency"), vaginal infection ("acute vaginitis") and dysuria ("dysuria"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced alopecia ("hair loss / hair loss"). In (B)(6) 2015, the patient experienced the first episode of lymphadenopathy ("swollen lymph node") and night sweats ("night sweats"). On (B)(6) 2016, the patient was found to have ovarian germ cell teratoma benign (seriousness criterion medically significant) and ovarian adenoma ("serous cystadenoma") and experienced systemic lupus erythematosus (seriousness criterion medically significant), inflammation ("chronic inflammation"), fibrosis ("focal fibrosis") and adnexa uteri cyst ("benign paratubal cysts"). In 2016, the patient experienced ovarian cyst ("corpus luteum cyst/ovarian cyst chronic inflammation") and was found to have uterine leiomyoma ("sub serosal leiomyoma of uterus"). On an unknown date, the patient experienced back pain ("lower back pain even when not menstruating"), arthralgia ("severe joint pain"), abdominal distension ("abdominal distention"), erythema ("skin redness"), depression ("psychological or psychiatric problems-depression/ major depressive disorder"), anxiety ("anxiety"), allergy to metals ("metal allergy/nickel allergy"), the first episode of gluten sensitivity ("gluten sensitivity"), flank pain ("flank pain"), the first episode of renal disorder ("kidney issue"), cyst ("cyst on ear lobe"), the second episode of lymphadenopathy ("swollen lymph nodes"), the second episode of renal disorder ("kidney issue"), the second episode of gluten sensitivity ("gluten sensitivity"), attention deficit/hyperactivity disorder ("hyperactivity disorder") and perineal pain ("perineal pain"). The patient was treated with surgery (laparotomy,supracervical hysterectomy(partial) bilateral salpingectomy. And right and left oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, ovarian germ cell teratoma benign, systemic lupus erythematosus, dysmenorrhoea, dysgeusia, arthralgia, abdominal distension, dyspareunia, pruritus generalised, erythema, fatigue, depression, anxiety, urinary tract disorder, bladder disorder, paraesthesia, irritable bowel syndrome, gastrooesophageal reflux disease, nausea, allergy to metals, flank pain, cyst, diarrhoea, weight decreased, inflammation, adnexa uteri cyst, ovarian adenoma, ovarian cyst, uterine leiomyoma, the last episode of lymphadenopathy, night sweats, uterine cervical pain, bladder pain, the last episode of constipation, ovulation pain, the last episode of renal disorder, the last episode of gluten sensitivity, attention deficit/hyperactivity disorder, pollakiuria, vaginal infection, dysuria, abdominal pain, hypersensitivity and perineal pain outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the raynaud's phenomenon, back pain, vaginal discharge, alopecia and cystitis interstitial was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, anxiety, arthralgia, attention deficit/hyperactivity disorder, back pain, bladder disorder, bladder pain, cyst, cystitis interstitial, depression, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, erythema, fatigue, fibrosis, flank pain, gastrooesophageal reflux disease, hypersensitivity, inflammation, irritable bowel syndrome, menorrhagia, nausea, night sweats, ovarian adenoma, ovarian cyst, ovarian germ cell teratoma benign, ovulation pain, paraesthesia, pelvic pain, perineal pain, pollakiuria, pruritus generalised, raynaud's phenomenon, systemic lupus erythematosus, urinary tract disorder, uterine cervical pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, the first episode of constipation, the first episode of gluten sensitivity, the first episode of lymphadenopathy, the first episode of renal disorder, the second episode of constipation, the second episode of gluten sensitivity, the second episode of lymphadenopathy and the second episode of renal disorder to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Pathology test - on (B)(6) 2016: specimen: uterus and left tube, ovary and right tube. Essure explant. Uterus and left fallopian tube. The attached stump of fallopian tube measures 2 cm in length and 0.3 cm in diameter. A silver colored coil is identified within the stump of the fallopian tube. It separated into four pieces upon removal. The second attached stump of fallopian tube measures 0.8 cm in length and 0.3 cm in diameter. A coiled silver colored foreign body is identified in the stump of the fallopian tube. It measures 10.2 cm in length and <0.1 cm in diameter. Sectioning through the myometrium reveals additional coiled silver colored foreign body material measuring 6.5 cm in length and ranging from <0.1 to 0.1 cm in diameter. Sectioning through the myometrium reveals additional coiled silver colored foreign body material measuring 6.5 cm in length and ranging from <0.1 to 0.1 cm in diameter. Right ovary and fallopian tube. Bilobed ovary. Sectioning of the fallopian tube reveals dark pink-tan epithelium with focal subserosal hemorrhage. The ovary is bisected to reveal a unilocular cyst filled with serous fluid. Final diagnosis: myometrium: leiomyoma, subserosal (0.7 cm). Fallopian tube stumps bilateral: foreign body giant cell reaction. Chronic inflammation, mild. Blunting of the plicae. Patchy epithelial erosion. Focal fibrosis. Foreign body, grossly consistent with essure. Fallopian tube, left (amputated portion): benign paratubal cysts. Ovary, right: serous cystadenoma, corpus luteum, focus of acellular debris with foreign body giant cell reaction. Fallopian tube, right: benign paratubal cysts. Foreign body granulomas.. Ultrasound scan - on an unknown date: results: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:pelvic pain, bladder problem, interstitial cystitis, irritable bowel syndrome, dysuria, anxiety. The following ones were described in patient¿s social media :metal allergy/nickel allergy, swollen lymph node, dermoid cyst, interstitial cystitis, gluten sensitivity, flank pain,kidney issues,cyst. Most recent follow-up information incorporated above includes: on 12-nov-2018: pfs received. Reporter's information was added. Events added: attention deficit-hyperactivity disorder, frequency, acute vaginitis, dysuria, abdominal pain, hypersensitivity, perineal pain, she did not undergo essure confirmation test. Concomitant diseases, historical condition was added. Outcome of events were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping even when not menstruating"), ovarian germ cell teratoma benign ("dermoid cysts on ovaries") and systemic lupus erythematosus ("lupus / lupus") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included smoker, acute vaginitis, abdominal pain, swollen lymph nodes, night sweats, constipation, urinary frequency, swollen lymph nodes, adhd, leiomyoma nos and ovarian cyst. Concomitant products included gabapentin from 2014 to 2016 for autoimmune disorder, methylcellulose (citrucel) for constipation as well as amitriptyline, antidiarrhoeal microorganisms (probiotics), hydroxychloroquine phosphate (plaquenil) from 2014 to 2016, sertraline (zoloft) since 2014 and tramadol from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 25 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding menorrhagia"). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue / fatigue") and paraesthesia ("tingling feeling throughout body"). In 2013, the patient experienced cystitis interstitial ("interstitial cystitis"). On (B)(6) 2013, the patient experienced dysgeusia ("metallic taste in mouth / metallic taste in mouth"), irritable bowel syndrome ("irritable bowel syndrome"), gastrooesophageal reflux disease ("acid reflux") and nausea ("nausea"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pruritus generalised ("skin rashes / rashes or skin conditions- itching all over"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem"). On (B)(6) 2015, the patient experienced alopecia ("hair loss / hair loss"). On (B)(6) 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), ovarian germ cell teratoma benign (seriousness criterion medically significant), raynaud's phenomenon ("raynaud's symptoms worsened"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain even when not menstruating"), arthralgia ("severe joint pain"), abdominal distension ("abdominal distention"), vaginal discharge ("vaginal discharge"), erythema ("skin redness"), depression ("psychological or psychiatric problems-depression"), anxiety ("anxiety"), allergy to metals ("metal allergy/nickel allergy"), lymphadenopathy ("swollen lymph node"), gluten sensitivity ("gluten sensitivity"), flank pain ("flank pain"), renal disorder ("kidney issue") and cyst ("cyst on ear lobe"). The patient was treated with surgery (laparotomy,supracervical hysterectomy bilateral salpingectomy.), and surgery (right and left oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, ovarian germ cell teratoma benign, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, raynaud's phenomenon, dysmenorrhoea, back pain, dysgeusia, arthralgia, abdominal distension, vaginal discharge, dyspareunia, pruritus generalised, erythema, alopecia, fatigue, depression, anxiety, urinary tract disorder, bladder disorder, paraesthesia, irritable bowel syndrome, gastrooesophageal reflux disease, nausea, allergy to metals, lymphadenopathy, gluten sensitivity, flank pain, renal disorder and cyst outcome was unknown and the cystitis interstitial was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cyst, cystitis interstitial, depression, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, flank pain, gastrooesophageal reflux disease, gluten sensitivity, irritable bowel syndrome, lymphadenopathy, menorrhagia, nausea, ovarian germ cell teratoma benign, paraesthesia, pelvic pain, pruritus generalised, raynaud's phenomenon, renal disorder, systemic lupus erythematosus, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: more specifically, despite treatment, her symptoms did not improve. Since her removal surgery, her symptoms have mostly resolved, though some remain. Patient underwent partial hysterectomy, bilateral salpingectomy,left oophorectomy, during which uterus, both fallopian tubes, left ovary all removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: the essure device was successfully occluded (B)(6) 2016, pathology report showed specimen: uterus and left tube, ovary and right tube. Essure explant. Uterus and left fallopian tube. The attached stump of fallopian tube measures 2 cm in length and 0.3 cm in diameter. A silver colored coil is identified within the stump of the fallopian tube. It separated into four pieces upon removal. The second attached stump of fallopian tube measures 0.8 cm in length and 0.3 cm in diameter. A coiled silver colored foreign body is identified in the stump of the fallopian tube. It measures 10.2 cm in length and <0.1 cm in diameter. Sectioning through the myometrium reveals additional coiled silver colored foreign body material measuring 6.5 cm in length and ranging from <0.1 to 0.1 cm in diameter. Right ovary and fallopian tube. Bilobed ovary. Sectioning of the fallopian tube reveals dark pink-tan epithelium with focal subserosal hemorrhage. The ovary is bisected to reveal a unilocular cyst filled with serous fluid. Final diagnosis: myometrium: leiomyoma, subserosal (0.7 cm). Fallopian tube stumps bilateral: foreign body giant cell reaction. Chronic inflammation, mild. Blunting of the plicae. Patchy epithelial erosion. Focal fibrosis. Foreign body, grossly consistent with essure. Fallopian tube, left (amputated portion): benign paratubal cysts. Ovary, right: serous cystadenoma, corpus luteum, focus of acellular debris with foreign body giant cell reaction. Fallopian tube, right: benign paratubal cysts. Foreign body granulomas. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic pain, bladder problem, interstitial cystitis, irritable bowel syndrome, dysuria, anxiety¿.¿ concerning the injuries reported in this case, the following one/ones were described in patient¿s social media :metal allergy/nickel allergy, swollen lymph node, dermoid cyst, interstitial cystitis, gluten sensitivity, flank pain,kidney issues,cyst. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media recevied. Events: metal allergy/nickel allergy, swollen lymph node, dermoid cyst on ovaries removed (B)(6) 2015, interstitial cystitis, gluten sensitivity, flank pain,kidney issues,cyst were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), abdominal pain lower ('severe lower abdominal pain/ severe abdominal cramping even when not menstruating/ right lower quaderent pain'), ovarian germ cell teratoma benign ('dermoid cysts on ovaries/ ovarian cyst') and systemic lupus erythematosus ('lupus / lupus') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pregnant. Concurrent conditions included acid reflux (oesophageal) since 1994, hiatus hernia since 1994, smoker, acute vaginitis, abdominal pain, swollen lymph nodes, night sweats, constipation, urinary frequency, swollen lymph nodes, adhd, leiomyoma nos, ovarian cyst, renal cyst nos, body mass index normal, gastrointestinal disorder and digestion impaired. Concomitant products included gabapentin from 2014 to 2016 for autoimmune disorder, methylcellulose (citrucel) for constipation as well as amitriptyline, ethinylestradiol;norethisterone acetate (loestrin), hydroxychloroquine from 2014 to 2016, probiotics nos, ranitidine, sertraline hydrochloride (zoloft) since 2014, simvastatin and tramadol from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and ovulation pain ("painful ovulation"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding menorrhagia"), 1 month 25 days after insertion of essure. In (B)(6) 2013, the patient was found to have weight decreased ("weight loss/ weight loss 122 to 104 lbs"). On (B)(6) 2013, the patient experienced raynaud's phenomenon ("raynaud's symptoms worsened/ raynaud's symptoms"), fatigue ("chronic fatigue / fatigue") and paraesthesia ("tingling feeling throughout body"). In 2013, the patient experienced cystitis interstitial ("interstitial cystitis/ chronic interstitial cystitis"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth / metallic taste in mouth"), irritable bowel syndrome ("irritable bowel syndrome"), gastrooesophageal reflux disease ("acid reflux"), nausea ("nausea"), the first episode of constipation ("bouts of constipation"), diarrhoea ("diarrhea"), uterine cervical pain ("cervix pain/ shooting pain through cervix"), bladder pain ("bladder pain/ shooting pain through bladder"), the second episode of constipation ("bouts of constipation"), abdominal pain ("abdominal pain") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pruritus ("skin rashes / rashes or skin conditions- itching all over/ pruritus "), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), pollakiuria ("frequency"), vaginal infection ("acute vaginitis") and dysuria ("dysuria"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced alopecia ("hair loss / hair loss"). In (B)(6) 2015, the patient experienced lymphadenopathy ("swollen lymph node") and night sweats ("night sweats"). On (B)(6) 2016, the patient was found to have ovarian germ cell teratoma benign (seriousness criterion medically significant) and ovarian adenoma ("serous cystadenoma") and experienced systemic lupus erythematosus (seriousness criterion medically significant), inflammation ("chronic inflammation"), fibrosis ("focal fibrosis") and adnexa uteri cyst ("benign paratubal cysts"). In 2016, the patient experienced ovarian cyst ("corpus luteum cyst/ovarian cyst chronic inflammation") and was found to have uterine leiomyoma ("sub serosal leiomyoma of uterus"). On an unknown date, the patient experienced back pain ("lower back pain even when not menstruating"), arthralgia ("severe joint pain"), abdominal distension ("abdominal distention"), erythema ("skin redness"), major depression ("psychological or psychiatric problems-depression/ major depressive disorder"), anxiety ("anxiety"), allergy to metals ("metal allergy/nickel allergy"), the first episode of gluten sensitivity ("gluten sensitivity"), flank pain ("flank pain"), the first episode of renal disorder ("kidney issue"), cyst ("cyst on ear lobe"), swollen lymph nodes ("swollen lymph nodes"), the second episode of renal disorder ("kidney issue"), the second episode of gluten sensitivity ("gluten sensitivity"), attention deficit hyperactivity disorder ("hyperactivity disorder"), perineal pain ("perineal pain") and sciatica ("sciatic pain"). The patient was treated with surgery (laparotomy,supracervical hysterectomy(partial) bilateral salpingectomy. And right and left oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, ovarian germ cell teratoma benign, systemic lupus erythematosus, dysmenorrhoea, dysgeusia, arthralgia, abdominal distension, dyspareunia, pruritus, erythema, fatigue, major depression, anxiety, urinary tract disorder, bladder disorder, paraesthesia, irritable bowel syndrome, gastrooesophageal reflux disease, nausea, allergy to metals, lymphadenopathy, flank pain, cyst, diarrhoea, weight decreased, inflammation, adnexa uteri cyst, ovarian adenoma, ovarian cyst, uterine leiomyoma, swollen lymph nodes, night sweats, uterine cervical pain, bladder pain, the last episode of constipation, ovulation pain, the last episode of renal disorder, the last episode of gluten sensitivity, attention deficit hyperactivity disorder, pollakiuria, vaginal infection, dysuria, abdominal pain, hypersensitivity, perineal pain and sciatica outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the raynaud's phenomenon, back pain, vaginal discharge, alopecia and cystitis interstitial was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, anxiety, arthralgia, attention deficit hyperactivity disorder, back pain, bladder disorder, bladder pain, cyst, cystitis interstitial, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, erythema, fatigue, fibrosis, flank pain, gastrooesophageal reflux disease, hypersensitivity, inflammation, irritable bowel syndrome, lymphadenopathy, major depression, menorrhagia, nausea, night sweats, ovarian adenoma, ovarian cyst, ovarian germ cell teratoma benign, ovulation pain, paraesthesia, pelvic pain, perineal pain, pollakiuria, pruritus, raynaud's phenomenon, sciatica, systemic lupus erythematosus, urinary tract disorder, uterine cervical pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, the first episode of constipation, the first episode of gluten sensitivity, the first episode of renal disorder, swollen lymph nodes, the second episode of constipation, the second episode of gluten sensitivity and the second episode of renal disorder to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Pathology test - on (B)(6) 2016: specimen: uterus and left tube, ovary and right tube. Essure explant. Uterus and left fallopian tube. The attached stump of fallopian tube measures 2 cm in length and 0.3 cm in diameter. A silver colored coil is identified within the stump of the fallopian tube. It separated into four pieces upon removal. The second attached stump of fallopian tube measures 0.8 cm in length and 0.3 cm in diameter. A coiled silver colored foreign body is identified in the stump of the fallopian tube. It measures 10.2 cm in length and <0.1 cm in diameter. Sectioning through the myometrium reveals additional coiled silver colored foreign body material measuring 6.5 cm in length and ranging from <0.1 to 0.1 cm in diameter. Sectioning through the myometrium reveals additional coiled silver colored foreign body material measuring 6.5 cm in length and ranging from <0.1 to 0.1 cm in diameter. Right ovary and fallopian tube. Bilobed ovary. Sectioning of the fallopian tube reveals dark pink-tan epithelium with focal subserosal hemorrhage. The ovary is bisected to reveal a unilocular cyst filled with serous fluid. Final diagnosis: myometrium: leiomyoma, subserosal (0.7 cm). Fallopian tube stumps bilateral: foreign body giant cell reaction. Chronic inflammation, mild. Blunting of the plicae. Patchy epithelial erosion. Focal fibrosis. Foreign body, grossly consistent with essure. Fallopian tube, left (amputated portion): benign paratubal cysts. Ovary, right: serous cystadenoma, corpus luteum, focus of acellular debris with foreign body giant cell reaction. Fallopian tube, right: benign paratubal cysts. Foreign body granulomas. Ultrasound scan - on an unknown date: results: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:pelvic pain, bladder problem, interstitial cystitis, irritable bowel syndrome, dysuria, anxiety. The following ones were described in patient¿s social media :metal allergy/nickel allergy, swollen lymph node, dermoid cyst, interstitial cystitis, gluten sensitivity, flank pain,kidney issues,cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping even when not menstruating") and systemic lupus erythematosus ("lupus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced cystitis interstitial ("interstitial cystitis"). In 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), arthralgia ("severe joint pain"), abdominal distension ("abdominal distention"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("skin rashes"), erythema ("skin redness"), alopecia ("hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (underwent partial hysterectomy, bilateral salpingectomy,left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, systemic lupus erythematosus, dysmenorrhoea, back pain, menorrhagia, dysgeusia, arthralgia, abdominal distension, vaginal discharge, dyspareunia, rash, erythema, alopecia, fatigue and cystitis interstitial outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, cystitis interstitial, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, menorrhagia, rash, systemic lupus erythematosus and vaginal discharge to be related to essure. The reporter commented: more specifically, despite treatment, her symptoms did not improve. Since her removal surgery, her symptoms have mostly resolved, though some remain. Patient underwent partial hysterectomy, bilateral salpingectomy,left oophorectomy, during which uterus, both fallopian tubes, left ovary all removed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), abdominal pain lower ('severe lower abdominal pain/ severe abdominal cramping even when not menstruating/ right lower quaderent pain'), ovarian germ cell teratoma benign ('dermoid cysts on ovaries/ ovarian cyst') and systemic lupus erythematosus ('lupus / lupus') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pregnant. Concurrent conditions included acid reflux (oesophageal) since 1994, hiatus hernia since 1994, smoker, acute vaginitis, abdominal pain, swollen lymph nodes, night sweats, constipation, urinary frequency, swollen lymph nodes, adhd, leiomyoma nos, ovarian cyst, renal cyst nos, body mass index normal, gastrointestinal disorder and digestion impaired. Concomitant products included gabapentin from 2014 to 2016 for autoimmune disorder, methylcellulose (citrucel) for constipation as well as amitriptyline, ethinylestradiol;norethisterone acetate (loestrin), hydroxychloroquine from 2014 to 2016, probiotics nos, ranitidine, sertraline hydrochloride (zoloft) since 2014, simvastatin and tramadol from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and ovulation pain ("painful ovulation"). On (B)(6) 2013, the patient experienced vaginal hemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding menorrhagia"), 1 month 25 days after insertion of essure. In (B)(6) 2013, the patient was found to have weight decreased ("weight loss/ weight loss 122 to 104 lbs"). On (B)(6) 2013, the patient experienced raynaud's phenomenon ("raynaud's symptoms worsened/ raynaud's symptoms"), fatigue ("chronic fatigue / fatigue") and paraesthesia ("tingling feeling throughout body"). In 2013, the patient experienced cystitis interstitial ("interstitial cystitis/ chronic interstitial cystitis"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth / metallic taste in mouth"), irritable bowel syndrome ("irritable bowel syndrome"), gastrooesophageal reflux disease ("acid reflux"), nausea ("nausea"), the first episode of constipation ("bouts of constipation"), diarrhea ("diarrhea"), uterine cervical pain ("cervix pain/ shooting pain through cervix"), bladder pain ("bladder pain/ shooting pain through bladder"), the second episode of constipation ("bouts of constipation"), abdominal pain ("abdominal pain") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pruritus ("skin rashes / rashes or skin conditions- itching all over/ pruritus "), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), pollakiuria ("frequency"), vaginal infection ("acute vaginitis") and dysuria ("dysuria"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced alopecia ("hair loss / hair loss"). In (B)(6) 2015, the patient experienced lymphadenopathy ("swollen lymph node") and night sweats ("night sweats"). On (B)(6) 2016, the patient was found to have ovarian germ cell teratoma benign (seriousness criterion medically significant) and ovarian adenoma ("serous cystadenoma") and experienced systemic lupus erythematosus (seriousness criterion medically significant), inflammation ("chronic inflammation"), fibrosis ("focal fibrosis") and adnexa uteri cyst ("benign paratubal cysts"). In 2016, the patient experienced ovarian cyst ("corpus luteum cyst/ovarian cyst chronic inflammation") and was found to have uterine leiomyoma ("sub serosal leiomyoma of uterus"). On an unknown date, the patient experienced back pain ("lower back pain even when not menstruating"), arthralgia ("severe joint pain"), abdominal distension ("abdominal distention"), erythema ("skin redness"), major depression ("psychological or psychiatric problems-depression/ major depressive disorder"), anxiety ("anxiety"), allergy to metals ("metal allergy/nickel allergy"), the first episode of gluten sensitivity ("gluten sensitivity"), flank pain ("flank pain"), the first episode of renal disorder ("kidney issue"), cyst ("cyst on ear lobe"), swollen lymph nodes ("swollen lymph nodes"), the second episode of renal disorder ("kidney issue"), the second episode of gluten sensitivity ("gluten sensitivity"), attention deficit/hyperactivity disorder ("hyperactivity disorder"), perineal pain ("perineal pain") and sciatica ("sciatic pain"). The patient was treated with surgery (laparotomy,supracervical hysterectomy(partial) bilateral salpingectomy. And right and left oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, ovarian germ cell teratoma benign, systemic lupus erythematosus, dysmenorrhoea, dysgeusia, arthralgia, abdominal distension, dyspareunia, pruritus, erythema, fatigue, major depression, anxiety, urinary tract disorder, bladder disorder, paraesthesia, irritable bowel syndrome, gastrooesophageal reflux disease, nausea, allergy to metals, lymphadenopathy, flank pain, cyst, diarrhoea, weight decreased, inflammation, adnexa uteri cyst, ovarian adenoma, ovarian cyst, uterine leiomyoma, swollen lymph nodes, night sweats, uterine cervical pain, bladder pain, the last episode of constipation, ovulation pain, the last episode of renal disorder, the last episode of gluten sensitivity, attention deficit/hyperactivity disorder, pollakiuria, vaginal infection, dysuria, abdominal pain, hypersensitivity, perineal pain and sciatica outcome was unknown, the vaginal hemorrhage and menorrhagia had resolved and the raynaud's phenomenon, back pain, vaginal discharge, alopecia and cystitis interstitial was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, allergy to metals, alopecia, anxiety, arthralgia, attention deficit/hyperactivity disorder, back pain, bladder disorder, bladder pain, cyst, cystitis interstitial, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, erythema, fatigue, fibrosis, flank pain, gastrooesophageal reflux disease, hypersensitivity, inflammation, irritable bowel syndrome, lymphadenopathy, major depression, menorrhagia, nausea, night sweats, ovarian adenoma, ovarian cyst, ovarian germ cell teratoma benign, ovulation pain, paraesthesia, pelvic pain, perineal pain, pollakiuria, pruritus, raynaud's phenomenon, sciatica, systemic lupus erythematosus, urinary tract disorder, uterine cervical pain, uterine leiomyoma, vaginal discharge, vaginal hemorrhage, vaginal infection, weight decreased, the first episode of constipation, the first episode of gluten sensitivity, the first episode of renal disorder, swollen lymph nodes, the second episode of constipation, the second episode of gluten sensitivity and the second episode of renal disorder to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Pathology test - on (B)(6) 2016: specimen: uterus and left tube, ovary and right tube. Essure explant. Uterus and left fallopian tube. The attached stump of fallopian tube measures 2 cm in length and 0.3 cm in diameter. A silver colored coil is identified within the stump of the fallopian tube. It separated into four pieces upon removal. The second attached stump of fallopian tube measures 0.8 cm in length and 0.3 cm in diameter. A coiled silver colored foreign body is identified in the stump of the fallopian tube. It measures 10.2 cm in length and <0.1 cm in diameter. Sectioning through the myometrium reveals additional coiled silver colored foreign body material measuring 6.5 cm in length and ranging from <0.1 to 0.1 cm in diameter. Sectioning through the myometrium reveals additional coiled silver colored foreign body material measuring 6.5 cm in length and ranging from <0.1 to 0.1 cm in diameter. Right ovary and fallopian tube. Bilobed ovary. Sectioning of the fallopian tube reveals dark pink-tan epithelium with focal subserosal hemorrhage. The ovary is bisected to reveal a unilocular cyst filled with serous fluid. Final diagnosis: myometrium: leiomyoma, subserosal (0.7 cm). Fallopian tube stumps bilateral: foreign body giant cell reaction. Chronic inflammation, mild. Blunting of the plicae. Patchy epithelial erosion. Focal fibrosis. Foreign body, grossly consistent with essure. Fallopian tube, left (amputated portion): benign paratubal cysts. Ovary, right: serous cystadenoma, corpus luteum, focus of acellular debris with foreign body giant cell reaction. Fallopian tube, right: benign paratubal cysts. Foreign body granulomas ultrasound scan - on an unknown date: results: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:pelvic pain, bladder problem, interstitial cystitis, irritable bowel syndrome, dysuria, anxiety. The following ones were described in patient¿s social media :metal allergy/nickel allergy, swollen lymph node, dermoid cyst, interstitial cystitis, gluten sensitivity, flank pain,kidney issues,cyst. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added: "sciatic pain", new reporter added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.